Event description:
During a patient use event, the device would not power on due to a depleted battery. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). No patient codes as review of the device internal memory did not show this issue to have happened during a patient use event.

Event description:
The issue was originally reported as occuring during patient use but review of the device internal memory does not show this issue to have occured during patient use. No patient information. During a patient use event, the device would not power on due to a depleted battery. The patient outcome is unknown.